Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that when the ins was first implanted in the patient's back/buttock area it migrated up almost to the lung cavity in his back. When the patient told his managing healthcare professional about this he said that as long as it was still working he was not going to bother it. The patient reported that it was working at the time but he wondered if it was possible that a lead had come off or something like that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.